Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic patient records from the day of the event and observed that new records were created within 1 min 11 sec and 1 min 6 sec minutes of one another, which is indicative of a power loss where the customer powered the device back on more than one minute following power off, which creates a new patient record. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. There was patient use associated with the reported event. The patient's outcome was not reported. No further information was provided. Physio-control has made multiple attempts to obtain additional details about both the patient and the event; however, no response has been received.